Manufacturer narrative:
In this report, box b and h has been corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing chronic sinusitis, sore/heavy chest, nosebleeds and asthma symptoms. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to chronic sinusitis, sore heavy chest, unexpected nose bleeds, and asthma type symptoms. There was no report of serious patient harm or injury. There was no report of medical intervention. Attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the previous report, the manufacturer submitted the allegation as an adverse event. Upon further review, it has been determined that the patient allegation of chronic sinusitis, sore heavy chest, unexpected nose bleeds, and asthma type symptoms should have been reported as a product problem. In the initial report, the manufacturer did not report the patient identifier, patient's age, or patient's sex. The manufacturer has updated section a in this report. The manufacturer has corrected b1, adverse event or product problem to product problem in this report. In the previous report, adverse event was selected. The manufacturer has corrected b2, outcomes attributed to adverse event to blank in this report. In the previous report, other serious or important medical events was selected for b2. The manufacturer has corrected h1, type of reportable event, to malfunction in this report. In the previous report, serious injury was selected. The manufacturer has updated h6 in this report.